Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 02 (compression tracking error) error messages was not confirmed during functional testing and archive data review. The platform performed as intended. No device malfunction. During visual inspection, no issues were observed. During functional testing, no issues were observed. During archive data review, ua 02 was not observed. However, multiple ua 12 (lifeband not present) error message was observed on (B)(6) 2020, which is approximately 3 weeks before the reported event date and is not related to the reported complaint. As a precautionary measure, reset switch was adjusted to address ua 12. Waiting for customer approval for service.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 ua 02(compression tracking error) error message. The user was unable to clear the message. Following this, the crew used an adjunct treatment. No consequences or impact to patient.